Manufacturer narrative:
A review of the device history record was performed and all samples tested passed finished goods testing with no issues noted with the lot prior to release. Retained samples from the same lot were tested for finished goods testing, including needle attachment and tensile strength and all samples passed.

Event description:
According to the reporter, during a perineal suture after a delivery, at the end for the closure, both the needle and thread broke. The surgical time was extended by 1 hour and 30 minutes to look for the needle with radiography."